Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, two (2) speed screw implants could not be tensioned after both anchors were placed. Both implants were removed from the patient. The procedure was completed with a smith and nephew back up device using the original drilled bone hole. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the two devices were not returned in an original packaging. The implant is still on both the insertion tools. The implants have no visible defect. Device one: a blue/white suture has been threaded through the eyelet. Both the black and green tension wires have been coiled onto the reels in the handle. Bio debris is present. There are no visible defects. Device two: suture fibers are on the suture snares even though there is no longer a suture on the device. Both the black and green tension wires have been coiled onto the reels in the handle. There are no visible defects. A functional evaluation could not be performed on either device as the tension wires have already been used and coiled onto the reels. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.